Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) found autofill failed. Reconnect safety disk and check all connecting tubes. Problem rectified. Handed over the unit in working order.

Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) was displaying an autofill failure error during a routine check. There was no patient involvement.